Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she couldn't read the device, backlight did not help. Customer mentioned the device would not deliver the amount of insulin needed. Customer's blood glucose would go up to 300 mg/dl to 400 mg/dl. Customer will not be returning the device for analysis.